Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: right tibia. Surgery description: non union. Patient's information: (B)(6), male; patient previous health condition: good. Problem observed during: clinical use on patient/intraoperative; type of problem: device functional problem; event description: during the procedure a reference olive wire was used to secure/attach the proximal tl hex ring. The wire was secured using a wire fixation bolt and 10 mm nut and tightened. The tensioners were applied to the opposite side engaging the wire fixation bolt and then the tension was to be applied. The tension wasn't applied as it should have been, with no movement noticed on the tensioner head despite the tensioner being fully deployed. The tensioner was then released, the wire fixation bolt checked and the process repeated. The wire fixation bolt was not fully tightened on the tensioner side (this was checked). Again the same result. No tension visibly noted on the tensioners. The wire was a 1.8 mm olive wire out of the fixation elements tray. The complaint report form indicates: the device failure did not cause adverse effect to patient; the surgery was not completed with used device; a replacement device was not immediately available to complete surgery - a replacement was available but we had to wait 40 minutes to get it taxied over from another hospital within the trust; the event led to a clinically relevant increase in the duration of the surgical procedure - delay in getting the replacement tensioners was approximately 40 minutes. The surgeon utilized this period to insert ha screws to secure the frame. I am not sure how much extra anaesthesia the patient experienced; an additional surgery was not required; copies of the operative report are not available; copies of the xray images are not available. (B)(4).

Manufacturer narrative:
Analysis of historical records: orhofix (B)(4) checked the internal records related to the controls made on the two devices code 54-1139, lot 1202527 before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical evaluation: the returned devices, received on (B)(4) 2015 were examined by orthofix (B)(4) quality engineering department. The devices were subjected to visual and functional check as per orthofix (B)(4) design and product specifications. The visual check evidenced that the devices are worn, but they do not show any other visual defects. The functional tst confirmed that the devices still work properly. The results of the technical evaluation evidenced that the devices were originally conforming to orthofix (B)(4) design specifications and they could function as intended. Medical evaluation: the information made available on the case together with the result of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "in this patient apparently 2 tensioners failed to work as expected. The surgeon was able to insert bone screws and use the time while a third tensioner was obtained from another hospital. This worked fine and the operation was completed with only slight delay, according to the report. Therefore, I do not think that such delay as occurred was clinically significant. I do not think that the patient came to serious harm." Final comments: the results of the technical evaluation evidenced that the devices worked properly and that they were originally conforming to orthofix (B)(4) design specifications. The medical evaluation evidenced as follow: "I do not think that such delay as occurred was clinically significant. I do not think that the patient came to serious harm." Based on the results of the technical evaluation performed on the returned devices, that evidenced their conformity to orthofix (B)(4) specification, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem occurred is not device related. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. Orthofix (B)(4) continues monitoring the devices on the market.